Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: gs pgvl video monitor; catalog: 0231-0003; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 3, they were getting no video signal. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was isolated to an inline fuse which was replaced. The monitor was plugged into a test blade and powered on. The image quality test pattern passed and the led's were functioning. The device was returned to the customer. Additional part used: glidescope gvl 3: catalog: 0574-0007, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, they were getting no video signal. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.